Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via remote transmission that the patient received inappropriate shock for supraventricular tachycardia that was detected as ventricular tachycardia. Programming changes were made, and there have been no inappropriate shocks since. Monitoring will continue.